Manufacturer narrative:
Exemption number e2013017 b. Braun inc. (Bbmi) (importer) is submitting the report on behalf of b. Braun italy s.p.a. (Manufacturer). This report has been identified as b. Braun medical inc. Internal report number (B)(4). The investigation into this reported event is ongoing. A follow-up report will be submitted when the results of the investigation are available.

Event description:
As reported by user facility: clear floater found in final container. No patient involvement.

Manufacturer narrative:
Exemption number e2013017. B. Braun inc. (Bbmi) (importer) is submitting the report on behalf of b. Braun italy s.p.a. (Manufacturer). This report has been identified as b. Braun medical inc. Internal report number (B)(4). One filled bag was received for evaluation. Upon visual examination, the presence of a clear, round particle was confirmed. The particle was filtered out of the solution, and sent for ft-ir analysis. The ft-ir analysis determined that the particle was pvc. Two components on the bag, the adminstration port and the injection port, are made of pvc. A deeper chemical analysis was done to determine if the pvc particle was a match for either of these components. This deeper analysis determined that the pvc particle and the two bag components were not made from the same plasticizer. Based on this information it was determined that the pvc particle did not derive from the bag manufacturing process. The pvc particle had a diameter of 1.5mm, and it cannot be excluded that it could have been introduced into the bag through the ports during the filling phase. Review of the device history record performed for the reported lot number did not reveal any abnormalities or nonconformances of this nature. No adverse quality trends of this nature were identified during the complaint review process for the reported catalog number or lot number. If additional pertinent information becomes available a follow-up report will be filed.